Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 3 months post implant of this bioprosthetic aortic valve, it was replaced valve-in-valve with a transcatheter valve. The reasons for replacement were reported as aortic stenosis, mild aortic regurgitation, a mean gradient of 66.7mmhg, and a peak gradient of 118.6mmhg. No additional adverse patient effects were reported.